Event description:
It was reported that the needle separated from the needle base during removal. It was stated this happened with two devices. This report addresses the second device.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the needle separated from the needle base during removal. It was stated this happened with two devices. This report addresses the second device.